Event description:
Health care facility reported that a patient had developed a skin reaction and that the patient's skin was red, the dressing lifted, and the gel pad was saturated.

Event description:
One patient sample for ferritin recovered 2.93 ng/ml (accompanied by a data flag) and was reported to the floor as a rounded value of 3.0 ng/ml. The physician called (same morning) to question the accuracy of the result. The sample was rerun on same analyzer and recovered 65.59 ng/ml. The patient was not treated based on the erroneous result because the physician did not accept the initial result as valid and requested the sample be retested. Ferritin reagent lot # was 03737551190. The field service representative did not determine a cause of the discrepancy. He checked probe adjustments, syringes, pinch tubing and pmt adjust, all were acceptable. He also ran a precision check, calibration and qc which were within specification.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls were within specification. Based on information provided, the customer did not use the recommended sample tube adapter in their sample racks. This might have caused the low ferritin result. A product bulletin concerning usage of a sample adapter was previously issued. The patient was not treated based on the erroneous result because the physician did not believe the result and contacted the laboratory to have the sample repeated.

Manufacturer narrative:
It is unknown if initial resporter sent report to FDA.